Event description:
It was reported that customer changed the battery on his insulin pump and two hours later the display was blank. The device was not dropped or exposed to moisture. The battery cap, compartment, and springs are not damaged or corroded. Customer inserted a new battery and the display returned. The device passed the self test. Customer was advised to monitor the device. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.